Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Available information indicates no device will be returned (device reported to have been discarded) and if additional information is provided it will be limited. We therefore, consider this report complete to the best of our current knowledge.

Event description:
Doctor reported an event about a patient who had a large open ventral hernia repair. The doctor used a 11x14cm kugel composix mesh to repair the defect according to the ventral hernia repair booklet (produced by bard). Post operatively, the patient's recovery was uneventful until day 3 when he was admitted to the hospital with a bowel obstruction. The patient underwent further surgery to rectify the situation and was told that "the operation was botched and the mesh should not have been used" by the operating surgeon. When asked about the patient's compliance with post op instructions he believes that the patient was compliant as it was only day three, and he was still uncomfortable due to the nature of the surgery.